Manufacturer narrative:
The device has not been received for analysis; however, investigation of the information provided from the field was examined by investigators. They determined the most likely cause of the issue was a failure to follow instructions as the instructions for use caution against using the device near implanted devices. Additionally, the catheter is only indicated for treatment of the pulmonary veins, so ablations of the cti are considered off label use.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced ventricular fibrillation (v fib). Ablations were performed on the pulmonary veins, posterior wall (pwi), and the mitral line prior to the event. The physician then moved on to ablating the cavo tricuspid isthmus (cti). The ablations performed on the posterior wall, mitral line, and cti with the farawave catheter are considered off-label use. Per the instructions for use the farawave catheter is only indicated for pulmonary vein isolations. 14 ablations were delivered to the cit in flower configuration before the catheter was changed to the basket shape and two more ablations were delivered with no problem. "After moving the basket" the next delivery "caused the patient to go into v fib". Cardioversion was performed and the patient returned to sinus rhythm. The procedure was then completed with no further patient complications, and it was noted st elevation was observed during the issue or throughout the procedure. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. The physician believes an electrode on the catheter was in contact with a lead for the patient's implantable cardioverter defibrillator (ICD) which would have delivered energy to the ventricle and cause the v fib. The farawave's instructions includes a statement for physicians to ensure that ablation energy is not directly applied to the leads of an ICD should such a device be present in a patient. It was further reported that the ICD lead was anchored in the right ventricular apex coming from the svc.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced ventricular fibrillation (v fib). Ablations were performed on the pulmonary veins, posterior wall (pwi), and the mitral line prior to the event. The physician then moved on to ablating the cavo tricuspid isthmus (cti). The ablations performed on the posterior wall, mitral line, and cti with the farawave catheter are considered off-label use. Per the instructions for use the farawave catheter is only indicated for pulmonary vein isolations. 14 ablations were delivered to the cit in flower configuration before the catheter was changed to the basket shape and two more ablations were delivered with no problem. "After moving the basket" the next delivery "caused the patient to go into v fib". Cardioversion was performed and the patient returned to sinus rhythm. The procedure was then completed with no further patient complications, and it was noted st elevation was observed during the issue or throughout the procedure. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. The physician believes an electrode on the catheter was in contact with a lead for the patient's implantable cardioverter defibrillator (ICD) which would have delivered energy to the ventricle and cause the v fib. The farawave's instructions includes a statement for physicians to ensure that ablation energy is not directly applied to the leads of an ICD should such a device be present in a patient.